Event description:
During the procedure, the cypher select + 3.50x23mm stent could not cross the mid left anterior descending artery (lad) after pre-dilation. Therefore, the physician withdrew it from the patient. After the physician withdrew the stent, he noticed, the stent was loose from the balloon and detached. The balloon had not been inflated. The stent was still attached to the balloon. The procedure was completed with another cypher select+ 3.5x18. The stent was prepped according to IFU and was not manipulated. The stent was mounted properly on the system when inspected prior to use. The sds was prepped according to IFU and was not manipulated. The inflation device was in the neutral position when the system was being advanced. The lesion was severely calcified, tortuous and had 90% stenosis. So far, the patient is fine and has discharged.

Manufacturer narrative:
During the procedure, a teromo 6f ikii sheath, teromo runthrough ns gw and a cordis 6fjl3.5 vista brite tip gc were used. The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. During a pci procedure, the cypher select + 3.50x23mm stent could not cross the mid left anterior descending artery (lad) after pre-dilation. Upon withdrawal of product from the patient, the physician noticed the stent was loose from the balloon and detached. The balloon had not been inflated. The stent was prepped according to IFU and was not manipulated. The stent was mounted properly on the system when inspected prior to use. The sds was prepped according to IFU and was not manipulated. The inflation device was in the neutral position when the system was being advanced. The lesion was severely calcified, tortuous and had 90% stenosis. The procedure was completed with another cypher select+ 3.5x18. There was no reported injury to the patient. The product was received for evaluation. One non-sterile cypher select + 3.5mm x 23mm was received coiled in two plastic bags. The stent was not received. The balloon was partially inflated. Kinks were noticed at 12 cm, 23 cm, 35.8 cm, 46.7 cm, 58.5 cm, 72 cm, 84.9 cm, 97.4 cm, and 109.5 cm from the proximal end. Crimping marks were detected on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kinks found on the product could not conclusively be determined. The stent dislodgement reported by the customer was confirmed; however, since the balloon was partially inflated, the cause of the failure experienced by the customer could not be conclusively determined. Neither the DHR nor the analysis suggest that the issues are manufacturing related; therefore no actions will be taken. There are possible vessel characteristics (severe calcification and tortuousity) and procedural factors (failed attempts to cross the lesion) that may have contributed to the failures reported.